Event description:
The facility representative reported a flogard infusion pump with a malfunction of "continous air concerns". It is unknown when this condition occurred. It is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "continuous air concerns" was confirmed during service evaluation. The unit showed an air alarm in pump 1 when put to infuse with a prime line. Visual inspection showed that pump head door 1 could not close properly due to physical damage (hinges and door latch area on both doors). The separation of the pump head door 1 caused the air alarm. Pump head door 1 with required parts were replaced to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.